Event description:
It was reported that the pt received a blow to his head and had not wanted to use his speech processor, since inflammation was suspected over the implant site. The pt was to be re-fitted with a new map. Additional info received on 11/05/2007: fitting could not be done because pt reports feeling pain and starts crying. He well see the surgeon as soon as possible. Testing is ok with some electrodes but pt feels pain with low levels of stimulation. The pt was re-implanted in 2008.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available a device failure analysis will be submitted as a follow up report.